Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on bus. The field service engineer reseated the row board cables and tested to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.